Manufacturer narrative:
(B)(4). The sample was discarded. A companion sample is available and requested for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and the patient line had a leak in the middle of it. The technical service representative (tsr) assisted the home patient (hp) to end therapy early and the hp would call the peritoneal dialysis nurse (pdrn) in the morning. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause of the leak was unknown and the sample was discarded. A companion sample was available and requested. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). One companion sample was received in original packaging in reference to leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was placed on a homechoice (hc) machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could neither be confirmed nor duplicated in the lab. A cause was undetermined.